Event description:
It was reported that during a hand assisted laparoscopic surgery (hals) colon procedure, when opened the device had a tear in it. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Results torn iris seal the analysis results found that the device was received with the iris seal torn. The initiation site appeared to be from lower ring and propagated to upper inner ring in two different places. However, it could not be determined what may have caused this condition. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.